Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a intellamap orion high resolution mapping catheter was used in a atrial fibulation procedure, after the transseptal puncture and introducing the orion catheter into he left atrium the patient had cardiac tempestuous symptoms. The physician decided to stop mapping. The procedure was completed using a different device. The patient stayed in the ICU for continued observation.